Event description:
It was reported that during ovarian vein embolization, a coil detachment and protrusion occurred. The target vessel was located in a moderately tortuous ovarian vein. A 12 mm x 40 cm .035 interlock detachable coil was used to treat the target vessel. A diagnostic catheter was positioned in the ovarian vein and a non bsc pushable coil was deployed without any issues. Physician decided to deploy a .035 interlock coil, upon transferring the coil from the plastic introducer sleeve into a diagnostic catheter it was noted that the coil detached from the pusher wire. Physician successfully reattached the barely grasped trailing end of the coil to the pusher wire and advanced it through the diagnostic catheter. The coil was deployed about 1/3 of the way in the patient when the coil detached from the pusher wire again. At that point the physician successfully removed the diagnostic catheter and the partially deployed interlock coil as a unit. Upon removal, it was then noted that 20 cm of the interlock coil was protruding from the diagnostic catheter. The procedure was not completed due to this event. There were no patient complications reported and the patient's status is fine.

Manufacturer narrative:
Age at time of event: (B)(6). (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).